Manufacturer narrative:
Weight, ethnicity (race): unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a customer had a problem with a pre-loaded lens. After it was implanted in the eye, the attending noticed opacity to the edge of the lens. It was left in the eye because the surgeons felt like the risk of taking it out would be greater than leaving it in because it was not in the patient's field of vision. It was stated that the intraocular lens (iol) remains implanted. The surgeon will follow up with the patient in clinic. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that information "unknown if visual disturbance is happening" was missed in the initial report submitted. Therefore, this is corrected in this report. Additional information: new information received that eye affected was right eye, patient date of birth (B)(6)1937, weight 136 lbs., no unplanned vitrectomy, no meds outside of standard care. Fields below updated: section a2: patient date of birth: (B)(6)1937. Section a4: weight: 136 lbs. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.